Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the buttons on the insulin pump were hard to press. It was noted that the arrow and act buttons were unresponsive. Customer stated that her blood glucose readings had gone down to 50 mg/dl at one point. Customer was advised to revert to a back up plan and the insulin pump is being replaced.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to flattened dome (creased). The keypad connector was inspected and no anomalies noted. The insulin pump received with operating currents within specification. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with cracked case at reservoir tube window corners.